Event description:
Pt undergoing a tonsillectomy. While the surgeon was using a bovie-pencil in the oral cavity, the tip sparked and a flame erupted. The flame was quickly extinguished by the surgeon. Small first degree burn noted to tongue and retro molar area. No treatment was required to the burn areas.